Manufacturer narrative:
Download data shows that the pod ran for 45 first prime pulses and then was deactivated after the completion of first prime. Because the user deactivated the device before second prime, the needle mechanism never deployed. The needle mechanism deployed normally upon manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.